Event description:
It was reported that they were getting a blank image, causing the patient to be re-exposed. It was determined that the video card need to be replaced. Once this was done, the system is working as intended.